Event description:
This spontaneous case was reported by a physician ((B)(4)) and describes the occurrence of device breakage ("the white plastic insertion catheter was sectioned, part of the sectioned insertion catheter migrated to the patient's ostium and couldn't be extracted") in a female patient who had essure (ess205) (batch no. 509808) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. During insertion procedure, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("the white plastic insertion catheter was sectioned, part of the sectioned insertion catheter migrated to the patient's ostium and couldn't be extracted") and complication of device insertion ("only one essure was successfully inserted in the left fallopian tube"). The patient was treated with surgery (a new intervention will be scheduled). At the time of the report, the device breakage had not resolved and the complication of device removal and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal and device breakage with essure (ess205). The reporter commented: as the working chamber of the hysteroscope was being closed, the white plastic insertion catheter was sectioned. One of the sectioned portions remained in the hysteroscope chamber and damaged the catheter carrying the microimplant: implant unusable. Two of the three sectioned parts of the insertion catheter were retrieved but a new intervention will be scheduled to remove the remaining part. Company causality comment: this spontaneous case report refers to a female patient who had an attempt to have essure inserted and, during placement, the white plastic insertion catheter was sectioned, part of the sectioned insertion catheter migrated to the patient's ostium and couldn't be extracted. This event (seen as device breakage during insertion) is anticipated in the reference safety information for essure. Only one coil was placed. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the reporter stated that as the working chamber of the hysteroscope was being closed, the white plastic insertion catheter was sectioned. Two of the three sectioned parts of the insertion catheter were retrieved but a new intervention will be scheduled to remove the remaining part. As this event occurred during the insertion procedure, causality cannot be excluded. In addition, this case was regarded as incident since intervention was required. Product technical analysis and follow-up information are expected

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the white plastic insertion catheter was sectioned, part of the sectioned insertion catheter migrated to the patient's ostium and couldn't be extracted") in a female patient who had essure (ess205) (batch no. 509808) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("the white plastic insertion catheter was sectioned, part of the sectioned insertion catheter migrated to the patient's ostium and couldn't be extracted") and complication of device insertion ("only one essure was successfully inserted in the left fallopian tube"). The patient was treated with surgery (a new intervention will be scheduled). At the time of the report, the device breakage had not resolved and the complication of device removal and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal and device breakage with essure (ess205). The reporter commented: as the working chamber of the hysteroscope was being closed, the white plastic insertion catheter was sectioned. One of the sectioned portions remained in the hysteroscope chamber and damaged the catheter carrying the microimplant: implant unusable. Two of the three sectioned parts of the insertion catheter were retrieved but a new intervention will be scheduled to remove the remaining part. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.